Manufacturer narrative:
(B)(4).

Event description:
The patient reported a sudden loss or change in therapy. She was not feeling stimulation. She did not have her patient programmer (pp) with her at the time of the call to increase stimulation. It was noted that she had an appointment with her healthcare provider (hcp) on the (B)(6). She was peeing down her legs. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.